Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) paced 46% in the left ventricle (lv). Strips reveal lv sense before right ventricular (rv) pace. It appears that the lv sensing configuration was oversensing atrial output, resulting in lv pacing inhibition.